Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported upon removal about 10 tampons fell apart and the string also pulled out of the tampons. She was able to manually remove the tampon pieces.